Manufacturer narrative:
Concomitant medical products: cook fusion omni-tome. Initial reporter occupation: non-healthcare professional. Investigation evaluation: the provided photos were reviewed and the lot number in the picture matches the lot number in the report. Approximately 2 cm of bare core wire is exposed and a little under 1 cm is folded over the wire guide coating. The pictures of the distal end appear to have some bends in it throughout the whole length of the markings. Our evaluation of the product said to be involved confirmed the report. Approximately 19.6 cm to 21.3 cm from the distal end is a section of bare core wire, half of the coating was still attached and the other half of the side is exposed bare core wire. Approximately 18.8 cm to 19.6 cm from the distal end, some coating is socked over the wire. The wire guide was kinked throughout its length from the distal tip to 25 cm. The printed silver markings was rubbed off from 24.5 to 25.5 cm. There was a gap in the coating between 27 to 27.1 cm. Due to the condition of the returned device it cannot be determined if any sections of the coating are missing. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record and sub-assembly for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. If additional pressure is applied to the wire guide and/or accessory device(s) while moving the wire guide inside the accessory device(s), this could contribute to wire guide coating damage. Prior to distribution, all cook acrobat calibrated tip wire guides are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook acrobat calibrated tip wire guide. The user introduced the wire guide repeatedly into the sphincterotomy sheath. The coating of wire guide cracked [coating damaged]. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.